Event description:
It was reported that pump malfunction occurred while pump was being updated. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for pump reset, and was assisted with resetting pump, and no additional outcome information was provided.